Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was on medication that caused the purewick female external catheter to stick to the patient's labia. It was not necessarily caused by system. Representative advised the patient to speak with the doctor. Per follow-up call performed on (B)(6) 2021, customer stated user had bladder and kidney infections and was not sure if it was because of the purewick. They used vinegar to wash the canisters and hoses. It was unknown what medical intervention was provided.